Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8711 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2007; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (500 mcg/ml at 50 mcg/day) via an implantable pump. It was reported that the patient's system was explanted on 2024-07-26 due to infection and they were re-implanted today 2025-04-29. It was unknown if external factors were involved and unknown if tro ubleshooting was performed. The company representative was not notified of explant when it occurred. The issue was resolved.